Event description:
It was reported that a patient underwent a hysterectomy in (B)(6) of 2022 and suture was used. During the aponeurotic closure, the needle pulled off from the thread during the first passage. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: this was on a hysterectomy, at the moment of aponeurotic closure. The needle was found without difficulty, no consequence for the patient. Used another thread. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 2360 g /m.